Manufacturer narrative:
Unable to prime during prime test and motor error alarmed during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump received with a cracked reservoir tube lip, scratched lcd window, missing end cap sticker, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.